Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that a platelet product tested positive for staphylococcus - grampositive cocci in clusters during normal bact testing. Per the customer, the donor is "ok" and the platelet unit was discarded. Full donor unit #: (B)(6). The trima disposable set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. There was no mention of related leaks, alarms, procedure pauses, or centrifuge stops by the customer that may have pointed toward an instance where bacteria could be introduced. Signals monitored in the run data file (rdf) are not able to rule-in and/or rule-out contributing factors related to bacterial contaminations, however, the trima device itself would not contribute to the bacterial contamination of the product. The ethylene oxide sterilization process used to sterilize the reported trima lot was validated using the half-cycle method to deliver a 12 log reduction to a resistant microbial challenge resulting in sterility assurance level of < 10-6 . The challenge was over 1 million endospores of bacillus atrophaeus. The endospores of this organism are more resistant to ethylene oxide sterilization than most (if not all) bacteria including staphylococcus species. Root cause: a definitive root cause could not be determined. Possible causes include but are not limited to:- poor phlebotomy venipuncture- post processing lab qc sampling/handling techniques the customer reported that the culture was positive for staphylococcus sp. Per literature review,most species are harmless and reside normally on the skin and mucous membranes of humans and other organisms. (B)(4).